Manufacturer narrative:
Serial number was not provided. However, lens is planned for explant. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symphony toric multifocal intraocular lens may be explanted from patient¿s operative eye in secondary procedure because the patient is experiencing glare, near vision is 20/70 and distance vision is worse than 20/40. Reportedly, the explant has not yet been scheduled or performed. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.